Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was taken to the hospital on (B)(6) 2016 with blood glucose of 24 mg/dl. On (B)(6) 2016, the customer was taken back to the hospital with blood glucose of 42 mg/dl. Shots were given, tests were done but couldn't find any issues. The insulin pump was disconnected on (B)(6) 2016 at the emergency room and was never reconnected. The customer went back to the hospital on (B)(6) 2016; he was not responsive and was yelling. Tests were done and revealed that the customer's pancreas shut down. The caller stated that the cause of death was dehydration, hypernatremia, dysphagia and failure to thrive. Once the insulin pump was disconnected, the customer's blood glucose went up and could not be controlled. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was pump received with cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to the insulin pump was returned without battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.